Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - unknown. Date implanted - unknown. Date explanted - unknown. This report filed october 12, 2009.

Event description:
It was reported that patient underwent procedure utilizing a resorbable interference screw. Subsequently, the screw fractured and was removed arthroscopically. The other portion of the screw remains well implanted.